Event description:
It was reported that this right ventricular (rv) lead was repositioned successfully due to dislodgement and undersensing. All lead values within normal limits. No additional adverse patient effects were reported.